Event description:
The customer contacted physio-control to report that they were using this device on a patient and it displayed a connect electrodes¿ message. This led to over a 6 minute delay in the treatment of the patient. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's therapy connector as a precautionary measure. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed therapy connector and verified the reported issue. Physio determined that the cause of the reported issue was due to worn contacts. The contacts had mechanical wear-through of the contact plating which exposes underlying nickel and copper layers. These layers can then form an oxide layer that increases the contact resistance and in turn the electrical impedance of the connector. An electrical impedance that is too high will cause the device to not recognize a patient and give the "connect electrodes" message.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and it displayed a ¿connect electrodes¿ message. This led to over a 6 minute delay in the treatment of the patient. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Section b2 death date of the initial medwatch report was blank. Section b2 death date of the initial medwatch report should indicate: (B)(6) 2019.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and it displayed a ¿connect electrodes¿ message. This led to over a 6 minute delay in the treatment of the patient. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The patient involved in the reported event is deceased.